Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The user later reported that the differences between the values were not persistent and that they had started to improve. Customer care called the user multiple times to follow up and see if they could provide assistance in resolving this issue but they were unresponsive. As a result, no further information is available for this complaint.

Event description:
On 06 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.